Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Microscopic inspection revealed a brown mass, approximately 0.12 mm long, within the inner pouch. The mass was on the device tether. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside the inner pouch of a flo-thru shunt. This was noted before use. There was no patient involvement. No additional information is available.